Event description:
Medtronic spinal cord stimulator began shocking me. Severe pain jolting. It started as occasional but I had to turn it off immediately as I could hardly move or breath. I don't know if it is positioned, frayed or broken leads or the paddle electrode. I still needed it for pain control it for pain control so I would try to use it again and at random times the shocking would reoccur each occurrence as intense as the first and then the frequency became more and more often. The device is unusable due to how often it happens. I have not used this device in over a year due to this malfunction or error. The date given is approximate for the first occurrence. It happened multiple times after that more and more frequently. FDA safety report ID# (B)(4).